Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 5891237, and no non-conformance's related to the reported complaint were identified. Manufacturing date: 03/12/2009 sterilization expiration date: 03/11/2014 a manufacturing record evaluation (mre) was performed for the finished device number 6422664, and no non-conformance's related to the reported complaint were identified. Manufacturing date: 11/02/2010 sterilization expiration date: 11/30/2015 an mre was performed for the two possible lot numbers of the complaint device was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a 700cc mentor memorygel breast implant placed experienced capsular contracture (unknown baker grade) on an unknown side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Mentor determined that the patient had both serial number (B)(4) placed, however, it cannot determine which serial number is the problem device, as the side of the capsular contracture could not be obtained. If additional information is made in the future, then a supplemental report will be submitted.